Event description:
The customer reported "charging port is less responsive and cord needs to be jiggled to get the charge to hold". There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.